Event description:
It was reported that a flogard infusion pump had a broken door latch. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During visual inspection the door latch was observed to be broken. The broken latch was caused by excessive applied force. The door latch was replaced to fix the reported conation. The pump passed all tests and was returned to the customer in working order.